Manufacturer narrative:
Reference record (B)(6). Catalog number is the international list number which is similar to us list number of 062918. The disposition of the device involved in the event is unknown. The device was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient experienced nausea and vomiting and was hospitalized. The patient received fluid therapy and IV primperan. On (B)(6) 2020, an abdominal x-ray was performed, showing the distal tip of the j-tube in the first duodenal portion. On an unknown date, a gastroscopy was performed, showing the j-tube twisted at the entrance of the pylorus. The peg-j tubing was removed and replaced with new tubing. The patient was then moved to a hospital room and placed on an absolute diet for 20 hours, then progressing to a liquid diet with an omeprazole pump of 80mg to 21ml/h for 24 hours. On an unknown date, the patient developed a respiratory infection, which prolonged the hospitalization. The respiratory infection was treated with IV levofloxacin. The patient subsequently recovered and was discharged from the hospital on (B)(6) 2020.